Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a lot history record (lhr) review could not be performed.

Event description:
Device malfunction: device stuck. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose clip attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. The device reportedly got stuck in the patient; however, it was removed using counter-tension. Hemostasis was achieved with the deployed clip. The patient had a history of prior surgical procedures resulting in heavy scar tissue. There were no reported adverse patient sequelae. Though requested, no additional information was available.